Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery "paracure" with a max diameter of 7mm and a 4mm neck diameter. The landing zone was 3.8mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was moderate. Postoperative findings related to blood flow imaging showed a ped of the same size as the defective product was used and completed successfully; there were no abnormalities in the contrast study findings. It was reported that when the product was being deployed, the stent became string-shaped from the position where it started to be deployed, and tried resolve it several times, but the phenomenon did not resolve, so the product was collected. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed 2 or less times. There were no other steps or devices used in attempt to open the device. The stent was removed from the patient using a snare or other collection device. The device was collected since it was used by an infected patient. It was requested, but it was disposed of in the hospital. The operation was normal and there were no problems. Another ped of the same size was used and the placement was completed without any problems from the same position. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reporte the cause of the failure to open was not determined. There was no such thing as a strong push at the time of deployment. Location of aneurysm: according to the bouthillier classification, the aneurysm was somewhere between c5 ~ c6 and was slightly closer to ophthalmic (c6).